Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported their stimulation was turning itself off, and they first noticed the issue last thursday. Pt said they charged their implant once a week and never let ins battery go below 60% because they could not walk without stim/therapy. Pt mentioned that last week the stimulation was off for 4 days and they couldn't walk or get out of bed without assistance of their spouse. Pt mentioned that had charged the monday before stimulation turned off, and they charge every week. Pt charged the ins again this past week and when they checked the implant again, stimulation was off. Agent reviewed with pt that stimulation would not automatically turn back on if the implant battery got too low before recharging, but pt insisted the ins battery never got that low. Pt stated when the ins was working, they would feel power going through their legs when they cough, but they had coughed and coughed and did not feel anything. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they didn't turn stimulation off to bathe or drive since they could never walk without use of therapy.